Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering the basal rates. It was stated that the customer used another insulin pump that was loaned to her at the hospital, and that one worked fine. It was also stated that the customer never got a no delivery alarm. A replacement insulin pump was offered, but the customer declined at this time as she wanted to explore upgrade options. Nothing further was reported.